Event description:
Complaint (B)(4). It was reported that the pump stopped as result of a bubble alarm, which could not be cleared. The ecls circuit was replaced.

Manufacturer narrative:
During patient treatment, the bubble alarm occurred and stopped the pump. The customer could not clear the alarm. Further it was reported by the customer that the unit was in global override mode after contrast agents were given to the patient for diagnostic. After 30 minutes global override was turned off and the bubble alarm was triggered and not able to be cleared. The ecls circuit was exchanged to solve the issue. A getinge field service technician was sent for further investigation on 2021-05-07. According to service report ID# (B)(4), the failure could not be reproduced. The device passed all functional and safety according to factory specifications. For further investigation the log files of the cardiohelp were analyzed by getinge tech support on 2021-06-04. It could be confirmed that the bubble alarm was triggered after global override. The alarm was reset according to the logs and the bubble alarm was triggered again. No abnormalities or malfunction could be noted in the log files. The device history record (DHR) of the cardiohelp (material: 70107.2780, serial: (B)(6)) for which a customer complaint was received, was reviewed on 2021-05-18. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Based on this, the reported failure "bubble alarm, that could not be cleared" could not be confirmed. According to the cardiohelp risk file, the following probable root causes were determined: environmental influences (atmospheric pressure, temperature, humidity). Sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. In addition if the flow/bubble sensor locking mechanism is not fully engaged it is not possible to clear the bubble alarm. It is also noted that contrast agents affect the viscosity of the blood which can trigger a bubble alarm. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
During patient treatment, the bubble alarm occurred and stopped the pump. The customer could not clear the alarm. Further it was reported by the customer that the unit was in global override mode after contrast agents were given to the patient for diagnostic. After 30 minutes global override was turned off and the bubble alarm was triggered and not able to be cleared. The ecls circuit was exchanged to solve the issue. A getinge field service technician was sent for further investigation on (B)(6) 2021. According to service report ID#(B)(4), the failure could not be reproduced. The device passed all functional and safety according to factory specifications. The device history record (DHR) of the cardiohelp (material: (B)(4), serial: (B)(6)) for which a customer complaint was received, was reviewed on (B)(6) 2021. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. Getinge medical experts performed a medical assessment on (B)(6) 2021. The most plausible root cause for the reported event (pump stop) is the resultant change in acoustic properties of the circulating extracorporeal blood as a result of lumason® injection during the diagnostic ultrasonic testing. In general, it is reasonable to assume that ultrasonic bubble sensors may trigger false positives as a result of a change in acoustic properties of blood. The protracted inability to reset the bubble sensor is consistent with circulating lumason® and the acoustic derangement it imparts on blood. The timeline for the derangement cannot be fully defined, but under the reported circumstance, the half-life of the lumason® may be significantly extended beyond the 10 minute reported time frame given the patient was veno-arterial-veno support and the primary site of elimination as the lungs. That said, lumason® has associated warnings and precautions, that include cardiac de-compensation. Therefore, the presence of lumason® may have contributed to the user¿s inability to reset the bubble sensor and resume flow. The follow-up correspondence from the clinical site indicated the patient decompensated, requiring resuscitation on, or about the time, of the reported event. It is unclear whether the decompensation was associated with the pump stop due to detection of lumason® by cardiohelp, the administration of lumason® itself, or a confluence of both events. For further investigation the log files of the cardiohelp were analyzed by getinge product experts (life cycle engineering) on (B)(6) 2021. It could be confirmed that the bubble alarm was triggered after global override. The alarm was not reset by the user according to the logs. Rather the user interface was locked and unlocked several times. This is presumed to be a use error in an attempt to over-ride the existing pump intervention with a resulting pump stop. Based on this, the reported failure "bubble alarm could not be cleared" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
During patient treatment, the bubble alarm occurred and stopped the pump. The customer could not clear the alarm. No indication of actual or potential for harm or death. A getinge field service technician was sent for further investigation on 2021-05-07. According to service report ID# (B)(4), the failure could not be reproduced. The device passed all functional and safety according to factory specifications. Based on this, the reported failure "bubble alarm, that could not be cleared" could not be confirmed. According to the cardio help risk file, the following root causes are probable: environmental influences (atmospheric pressure, temperature, humidity). Sensors are disturbed by external electric or magnetic field (emi) or ultrasonic system. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint (B)(4). It was reported that the pump stopped as result of a bubble alarm, which could not be cleared. The patient had to be hand-cranked. No indication of actual or potential for harm or death.